Event description:
The physician was attempting to deploy a 2.75mm diameter x248mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the rca with 70% stenosis, and severe calcification. It was reported that the lesion was pre dilated, however, the stent could not pass the lesion. Force was used to advance and remove the device from the lesion. The stent was removed from the patient, and it was decided to apply CABG procedure. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was flared. A number of struts on the 5th and 6th proximal stent segments were raised and deformed. Cine image review: the image received was of the catheter positioned in the vessel. There were no images of the attempted delivery and withdrawal of the stent captured. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, 70% stenosis with severe calcification); failure to follow instructions (use of force). Conclusion: user error contributed to event (use of force); device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 70% stenosis with severe calcification); known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).